Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported his blood glucose was 23 mg/dl while using the threshold suspend feature of the insulin pump. Emergency medical services were called and customer was unresponsive. The customer was stabilized at home.